Event description:
New information notes that the device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be below the expected limits. The battery was returned to the manufacturer for further analysis. An internal battery anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic with premature battery depletion. The remaining battery longevity dropped from the expected longevity between follow ups. The patient elected to not explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.